Event description:
It was reported that an alert for intermittent post-paced t-wave over-sensing was detected on a remote transmission. The device will be monitored. There were no adverse health consequences, the patient was stable.